Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported under manufacturer report 2015691-2024-04892 and retract the previous report. Additional information was received stating that infectious endocarditis, due to inadequate post-operative oral care, likely caused the stroke. The increased gradient and heart failure reported are sequelae of the infectious endocarditis. At the time of this report, the information available does not suggest the sapien 3 valve malfunctioned, or that the use or misuse of the device caused or contributed to the stroke and subsequent death of the patient three months post-procedure. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards sapien 3 valve, therefore the adverse event is no longer considered FDA reportable.

Manufacturer narrative:
Per the instructions for use (IFU), heart failure is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Heart failure is when the heart is unable to pump sufficiently to maintain blood flow to meet the body's needs. Signs and symptoms commonly include shortness of breath, excessive tiredness, and leg swelling. The shortness of breath is usually worse with exercise, while lying down, and may wake the person at night. A limited ability to exercise is also a common feature. Chest pain, including angina, does not typically occur due to heart failure. Common causes of heart failure include coronary artery disease including a previous myocardial infarction (heart attack), high blood pressure, atrial fibrillation, valvular heart disease, excess alcohol use, infection, and cardiomyopathy of an unknown cause. These cause heart failure by changing either the structure or the functioning of the heart. There are two main types of heart failure: heart failure due to left ventricular dysfunction and heart failure with normal ejection fraction depending on whether the ability of the left ventricle to contract is affected, or the heart's ability to relax. The severity of the disease is usually graded by the degree of problems with exercise. Heart failure is not the same as myocardial infarction or cardiac arrest. Other diseases that may have symptoms similar to heart failure include obesity, kidney failure, liver problems, anemia, and thyroid disease. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of heart failure remains unknown, as limited information has been provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi registry, the patient experienced heart failure in the early stage after a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 ultra resilia valve. The pressure gradient increased to approximately 50 with cardiac murmur. Atrial fibrillation and cerebral infarction developed. Decreased consciousness, right-sided paralysis occurred, and eventually, the patient passed away three months after tavr.